Event description:
It was reported that this right atrial (ra) lead was replaced due to fracture and inadequate stimulation. A new ra lead was successfully placed, and the explanted lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a fractured outer coil conductor near the 220 mm from the terminal end. Melt marks were also noted on the outer insulation, which is consistent with induced damage from electro-cautery during explant. Testing was completed to assess lead electrical performance. Measurements confirmed that the resistance measured as an electrical open - indicating a fractured or broken conductor. Based upon the clinical observations and the laboratory findings, investigation found that outer conductor fractures in this location is consistent with clavicle/first rib damage.

Event description:
It was reported that this right atrial (ra) lead was replaced due to fracture and inadequate stimulation. A new ra lead was successfully placed, and the explanted lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.